Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-apr-2026, it was reported by a sales representative via (B)(4) that an ar-3373-4202 sheath's o-ring came out and ended up inside the patient's shoulder. This was discovered during a procedure with no patient harm reported. The o-ring was able to be successfully retrieved.